Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the returns in the supplemental report.

Event description:
The pt called alleging erratic readings on the lifescan meter. The pt received a 128 and an 80 mg/dl within less than 10 minutes from one another. The pt did not seek medical attention or contact a physician for assistance. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The control solution was opened less than three months ago. The test strips failed using the control solution test twice. Pt opened a new vial of test strips and the test strips passed using the control solution. The subject test strips were replaced. Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.